Event description:
(B)(4). Initial info for this spontaneous case was received from a physician via a company rep on (B)(6) 2007: a female pt received one dose of injectable poly-l-lactic acid (sculptra) eight weeks ago and experienced non-visible but palpable lump under the eye. The pt had not been seen by the physician at the time of this report. No further relevant info reported.

Manufacturer narrative:
Add'l info for sculptra (lot #/ exp date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: faults detectable. Add'l info received on 11-dec-2007 and on 17-dec-2007 from the reporting physician: the physician, newly-trained, reported the development of sub-orbital, bilateral, symptomatic nodules in a female patient during a training session. One side was injected by the trainer and the other was injected by the reporting physician. The physician provided that the patient has one nodule under each eye. Onset of event not specified. The event remains ongoing. No further medical info reported. Add'l info for poly-l-lactic acid (sculptra) (lot # unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the USA. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, or damages detectable. Conclusion: no faults detectable.